Event description:
The manufacturer service technician reported that the extension has been pulled out of the lever and was missing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.